Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle shield broke off the bd cathena¿ bc straight catheter, exposing the needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the needle shield broke off the bd cathena¿ bc straight catheter, exposing the needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a detached washer was shown in the photo returned by customer. No sample was returned for investigation. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: unable to determine a root cause. Actual sample is required for further analysis to identify the root cause.